Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the proximal insulation was abraded at 7 cm from the connector pin, due to friction with another device.

Event description:
It was reported that the lead dislodged. Multiple attempts to reposition the lead were unsuccessful. Subsequently the lead was replaced.